Event description:
The technician indicated that the brake is not working.

Manufacturer narrative:
The technician found the cam pivot was broken. The technician replaced the cam pivot to repair the bed.